Event description:
It was reported that a patient underwent an unknown obstetric procedure on (B)(6) 2021 and suture was used. During the procedure, the suture pulled off from swage of the needle. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the initial procedure? Related to obstetric case did the surgery was completed successfully? If yes, yes, the surgery was successfully with new product. What was used to complete the procedure? The doctor used the new one. Could you please confirm if the patient suffer from any consequence due to the issue (breakage suture)? No, there is no patient impacted. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m.